Event description:
We were doing a dilatation on a pt. We did 15, 16.5 with no problem. When I increased the balloon to the next size which was 18f it made a pop sound the balloon burst. The pt was suctioned and was ok. Boston scientific lot number: 26640534 cre fixed wire 15, 16.5 18. FDA safety report ID # (B)(4).